Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of the transfer set came off from the titanium adapter during use. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.